Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2012. The fse replaced the rv belt and mixer pulleys on the analyzer. The fse verified repairs by performing a system check and analyzing quality controls. The system check and quality control results were within passing specifications. While the fse replaced parts on the analyzer, the fse did not indicate that a hardware malfunction had caused the erroneous accutni result reported by the customer. A definitive root cause has not been determined for this event.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneously elevated result for troponin I (accutni) for one (1) patient sample assayed with access accutni reagent on an access 2 immunoassay system. The erroneously elevated accutni result was reported outside of the laboratory. It is unknown if there was impact to patient treatment associated with this event (the customer does not have access to patient treatment information). The customer repeated the accutni assay on the patient sample. The repeat assays yielded lower results which recovered within the normal reference range for accutni. The customer reported that quality control results were recovering within the laboratory's established ranges on the date of the event.